Manufacturer narrative:
(B)(4). Initial was filed within the 30 day time frame regardless of corrected date. Investigation - evaluation. A review of complaint history, manufacturing instructions, quality control, specifications and trends was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The end user stated that the hub at the distal end of the dilator came off when the surgeon was pulling out the dilator. The clinical specialist explained that the product was placed in the left external iliac. The iliac was not very tortuous, and no significant calcification was noted. The specialist postulated the doctor grabbed the distal end of the dilator and pulled back gripping the hub at the very end of the dilator, and this is when the hub separated from the rest of the dilator. It is feasible to suggest that there was more pressure on the hub during extraction then it was designed for. Based on the information provided, no product returned and the results of our investigation, a definitive root-cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
During an evar procedure,the hub at the distal end on the dilator came off when the surgeon was pulling out the dilator. The dilator was inserted inside the sheath when the sheath was advanced. The sheath/dilator was placed in the left external iliac. Once the sheath/dilator was in position, the dilator was removed. The iliac was reported to not be very tortuous and no significant calcification, however the physician was using the sheath to go from the left common iliac artery into the right common iliac artery. The sheath was advanced over the aortic bifurcation with the dilator. Once the sheath was in place the dilator was removed. The reporter did not see the surgeons hand and where he griped the dilator to remove it. It is believed the doctor grabbed the distal end of the dilator and pulled back gripping the hub at the very end of the dilator. This is when the hub separated from the rest of the dilator. The dilator was easily removed with forceps. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During an evar procedure, the hub at the distal end on the dilator came off when the surgeon was pulling out the dilator. The dilator was inserted inside the sheath when the sheath was advanced. The sheath/dilator was placed in the left external iliac. Once the sheath/dilator is in position, the dilator was removed. The iliac was reported to not be very tortuous and no significant calcification, however, the physician was using the sheath to go from the left common iliac artery into the right common iliac artery. The sheath was advanced over the aortic bifurcation with the dilator. Once the sheath was in place the dilator was removed. The reporter did not see the surgeons hand and where he griped the dilator to remove it. It is believed the doctor grabbed the distal end of the dilator and pulled back gripping the hub at the very end of the dilator. This is when the hub separated from the rest of the dilator. The dilator was easily removed with forceps. A section of the device did not remain inside the patient's body. According to the initial reported, he patient did not require any additional procedures nor experience any adverse effects due to this occurrence.